Event description:
Procedure type: vaginal hysterectomy. According to the reporter: cuff dehiscence. Happened the same day as surgery. Pt brought back due to bleeding. Later discharge because of complications.

Manufacturer narrative:
(B)(4).